Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted. According to the complainant, post-procedure, the patient presented with unspecified complications.all other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
Two implant dates were provided: (B)(6) 2009 and (B)(6) 2010.